Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment. Associated mdrs: 1018233-2013-01619 and 1018233-2013-01620.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder, or any viscera, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)94).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced incidental rectal enterotomy (perforation of organ), blood loss, uterine prolapse, enterocele, rectocele (prolapse), mass bulging per vagina with ulceration on buttocks (ulceration), vaginal and apical mesh erosion, non-healing right perianal area, lichen sclerosus, clitoral phimosis, hard indurated white tissue perianally, stress urinary incontinence, vaginal and perineal area foreign body, apical mesh inserted into left sacrospinous ligament (foreign body in patient), chronic poorly healing puncture wound, balled area exposed mesh, densely scarred vagina, palpable tape and mesh, thin rectovaginal septum, mass caudad to the bladder, vagina poorly mobile, adherent (adhesions), severe apical prolapse, perianal scar, distal defect, and required nonsurgical and additional surgical interventions.